Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: france. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined cutter failed the test cut as the cutter was damaged. The cutter was returned damaged. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the product was sent in for maintenance only but repair was needed for damaged roll and ratchet issue. There was no patient involvement. Diligence is complete and no additional information is available. At product evaluation investigation the cutter failed the test cut as the cutter was damaged. No adverse events were reported as a result of this malfunction.